Manufacturer narrative:
Product event summary:the catheter was returned and analysed. The mechanical operation of the catheter peeling/slitting/splitting showed a spiral slit and the catheter shaft was bent. The analyst also noted: the shaft was broken and spiral slit and kinked throughout.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the slitting of the catheter the catheter tore off in the middle. The catheter will be returned. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.